Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and low blood glucose. The customer¿s blood glucose level was 574 mg/dl and 30 mg/dl at the time of incident. Customer stated the other blood glucose value was 400 mg/dl, 570 mg/dl, 600 mg/dl. Customer experienced symptoms such as nausea, difficulty in breathing. Customer states the cannula was bent. Customer stated the drive support cap appears normal. Customer treated with insulin pump, carbohydrate. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Troubleshooting was performed. Customer did not allege insulin pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm or prime/fill anomaly noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. (B)(4). The information that provided in date of incident with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.